Event description:
It was reported that leakage occurred past the intima-ii y 24gax0.75in mz prn slm npvc septum during use while flushing. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "intima-ii was found leakage in catheter in the process of flushing" "the specific defect location: the septum was leakage."

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9077766. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was subjected to leakage testing; the resulting leak was observed originating from a small hole in the catheter tubing. Based on close inspection of the damaged section, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are related to the amount of stiffener in the material. To address this situation bd has updated manufacturing work instructions to optimize control settings for each gauge and have retrained extrusion personnel . H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the intima-ii y 24gax0.75in mz prn slm npvc septum during use while flushing. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "intima-ii was found leakage in catheter in the process of flushing". "The specific defect location: the septum was leakage".